Event description:
The customer reported that a pts (neonatal) o2 saturation was down to 1 and the monitor did not alarm the yellow low spo2 alarm.

Manufacturer narrative:
The customer reported to the intn'l affiliate response ctr that no alarms were provided for a spo2 low limit violation. The pt decompensated, and an o2 saturation value of 1% was reported. A field service engineer (fse) visited the customer site and tested the bedside monitor post incident. The monitor performed to specifications, providing alarms as appropriate for simulated conditions (including spo2 low limit violations). The fse also verified that reminder alarms were functioning as designed. As part of the site visit, the fse learned from the biomedical engineer that staff had silenced a yellow spo2 low limit violation alarm, and expected the devic to re-alarm. Note that the software revision (f) in use provides reminder alarms but not re-alarms. (Also note that software revision f does not provide red spo2 desat alarms.) The biomedical engineer also reported to the fse that staff noted that the spo2 numeric was blinking (indicating an alarm condition). The fse returned to the customer site to provide training (consistent with the IFU) with regard to alarm functionality, specifically the function of reminder alarms. The labeling (IFU) sufficiently describes this alarm function. This is not being considered a device or labeling malfunction. This issue is being considered related to user misunderstanding of device alarm functionality. No further investigation or action is warranted.